Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (pt rep.) Regarding a patient who was implanted with an implantable neurost imulator (ins). The reason for call was caller says the recharger (insr) won't take a charge, and this started 3-5 days ago, and the ins is "dead because of this and they are miserable. They don't know if the desktop charger (dtc) is bent or loose, but thinks "the tip seems like its longer than it used to be". Pt rep. Called from registered number and mentioned the dtc connector pin was "sticking out further than usual." Pt rep. Did not observe any other damage to the dtc. The patient was sent out a replacement desktop charger.  Additional information was received from a patient's representative (pt rep.) Regarding a patient who was implanted with an implantable neurostimulator (ins). Pt rep called back saying they got the replacement desktop charger (dtc), but the recharger (insr) still wasn't taking a charge and had been plugged in for over 24 hours. Caller described the insr charging screen, but the insr battery wouldn't increase at all. Patient services (pss) sent insr request to repair as caller said the pt has not been able to charge the ins, so the ins had depleted and the pt was miserable.

Event description:
Additional information received from the patient. It was reported that the patient's issue of them being unable to recharge the ins had been resolved; the replacement recharging unit worked.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis found the cable assembly connector pins were broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.